Event description:
International affiliate reports the tip of the moss miami si final tightener was stripped/became misshapen during final tightening by the registrar. The affiliate reports the registrar failed to apply significant downward force allowing the driver to jump from head under rotation. Two additional drivers were available for use and there were no adverse consequences to the patient and no delay.

Manufacturer narrative:
The moss miami si final tightener was not returned for evaluation. Two photos were provided which show that the driver¿s distal tip hexlobes had become stripped. The observed damage also indicates that the driver had been off axis and most likely not fully seated during the final tightening step of the procedure. A review of the device history record found no discrepancies. Complaint trend analysis found no emerging trends. The root cause cannot be positively be determined. However, the observed damage is consistent with a driver most likely not been fully seated in the setscrew during final tightening. It was also indicated by the affiliate that the registrar failed to apply significant downward force allowing the driver to jump from head under rotation. As such, the stripping condition of the final tightener distal tip, most likely occurred due to this fault. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If the sample of concern from this complaint file becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.